Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was experiencing high blood glucose level due to food that she at the night prior. Customer declined troubleshooting. Customer also reported her sensor reading were 60 to 80 points different. Customer declined to provide blood glucose level. No further information reported.